Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Bag and set was used on space infusion pump but blood did not infuse. A second bag and set was used and still the infusion was not correct, but the third bag infused when put onto a separate pump."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: . Results: 2.1 a visual inspection was performed. An oxidized p2 connector could be detected. The cover caps on the screw pillars and a technical seal (353-01-001) on the lower housing were intact. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the history files from 2022-03-22 were investigated. At 00:29 a.m. A space line was inserted. One minute later the vtbi (volume) was set to 170 ml. Furthermore, the time was set to 3:00 h. The infusion was started at 00:32 a.m. The infusion stopped devices specifically correctly at 03:34 a.m. At this date four infusions were performed. There are no anomalies in the history files. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,53%. The accuracy of set delivery rate: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation an oxidized p2-connector could be detected. To investigate the inside, the device was dissembled completely. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. An exchange of the p2-connector is recommended.